Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: 1+hour before admission, the patient experienced intermittent abdominal pain and paroxysmal attacks without any obvious cause, mainly under the xiphoid process. The examination showed acute myocardial infarction, so the patient was hospitalized for treatment. On (B)(6) 2024, at 11:25, as instructed by the doctor, the patient was given a ventilator to assist in ventilation. After connecting the tubing, it was found that the ventilator button was malfunctioning and the ventilator parameters could not be set, resulting in the patient not being able to connect to the ventilator for ventilation in a timely manner. After inspection, the malfunction was not ruled out, and it was considered to affect treatment. The ventilator was immediately replaced. At 11:30, the patient received normal treatment without causing any injury.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: the report from hospital say: 1+hour before admission, the patient experienced intermittent abdominal pain and paroxysmal attacks without any obvious cause, mainly under the xiphoid process. The examination showed acute myocardial infarction, so the patient was hospitalized for treatment. On (B)(6) 2024, at 11:25, as instructed by the doctor, the patient was given a ventilator to assist in ventilation. After connecting the tubing, it was found that the ventilator button was malfunctioning and the ventilator parameters could not be set, resulting in the patient not being able to connect to the ventilator for ventilation in a timely manner. After inspection, the malfunction was not ruled out, and it was considered to affect treatment. The ventilator was immediately replaced. At 11:30, the patient received normal treatment without causing any injury.